Event description:
The patient in second stage of labor. Fetal heart rate monitor was not recording the fetal heart rate continuously despite efforts to change the transducers position. Could audibly hear the heart rate in the 140's but it was not recording well and it was halving the rate. The registered nurse wrote on the tracing that she could audibly hear the rate in the 140's. The patient delivered without any problems with apgars of 9/9. This is concerning as so much of the patient care decisions are based on the accurate monitor tracing.